Event description:
It was reported that two surgeons have seen an increase in infection in the past six months in their patients (mainly colon resection and breast cases) where they have used suture as their subcuticular stitch. The infection is a "pus formation at the knot". Add'l info has been requested.

Manufacturer narrative:
(B)(4), conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.